Event description:
It was reported that the patient's ins never reached 100% anymore. The caller stated the implant range went between 50-75%, but they had not been seeing 100% like they used to. The caller said they charge about every 3-4 days, and when they start charging, their ins typically begins at 75%. The caller stated they typically charge for about an hour and a half, but the ins does not increase to 100%. The caller informed pss that they typically would see 3 coupling boxes filled in when charged. Pss reviewed coupling efficiency with charge duration. The caller stated there was no visible damage to the recharger antenna cord. The caller stated they were implanted in the stomach and had previously received a replacement recharging belt but that the belt kept falling off when they used it. After placing the caller on hold, pss retrieved the call and attempted to troubleshoot and ask further event questions, but the cal ler was not responding. Hence, pss could not obtain further event details and the recharger serial number. After multiple attempts, pss was not getting a response from the caller and was unsure if the patient could hear. Pss informed the caller they would attempt to call them back. Pss later made an outbound call, but the caller did not answer, and pss could not leave a voice message due to a full mailbox. The issue was not resolved. No symptoms/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID pnma01411a004 lot# serial# unknown product type recharger product ID 37751 lot# serial# unknown product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.